Manufacturer narrative:
Follow-up # 1 (04/15/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging a date/time issue with the patient's onetouch ultralink meter. The medical surveillance specialist (mss) spoke to the lay user/patient's mother for follow-up questions on (B)(6) 2011 and obtained/verified the following information. The mother informed the mss that the patient's testing frequency is 10x daily and manages her diabetes with an insulin pump (novolog). The mother reported the alleged issue began approximately 3 months ago prior to contacting lfs. Per the cca's documentation, the mother had change the batteries and reset the meter settings; however the subject meter does not save the correct date/time. Due to the alleged issue, the mother indicated no action was taken regarding the patient's diabetes management. The mother confirmed the patient was not experiencing any diabetic symptoms nor did she receive medical treatment due to the alleged issue. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter and the alleged issue did not occur immediately after removing/replacing the battery. The alleged issue was not resolved. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.